Event description:
Leads not sensing and pt was experiencing dizziness. Possible insulation wear in lead alert. Leads capped off. Pacer abandoned. Ventricular threshold increased-at 2.5 volts, is 0.36 milliseconds had been 0.18 milliseconds.